Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few days after implant the right ventricular lead exhibited high threshold. Lead dislodgement was suspected. The lead was repositioned successfully.